Event description:
It was reported that on (B)(6) 2013 left ventricualr lead dislodgement was noted and surgery was performed. Attempts to remove the lead were unsuccessful. The patient was transferred to another hospital for laser lead extraction. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal lead characteristics.